Event description:
A patient was re-hospitalized with methicillin resistant staph aureus approximately one month after surgery in which an endobutton was used for fixation. The patient was in hospital for one week, and remained on antibiotics for one month. At the time of this filing there is no additional information.